Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure (batch no. 897489) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: contraceptives and iud. Concurrent conditions included depression, asthma, acute cystitis, uterine bleeding and gastric bypass. Concomitant products included asenapine maleate (saphris), fluticasone propionate (flovent), lamotrigine (lamictal) and levocetirizine dihydrochloride (xyzal). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (ablation and hyst. (Full),oophorectomy (one side removal of ovary), salpingectomy (bilateral)). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, abdominal pain, metrorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, gen. Abnormal bleed, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods). Discrepancy noted: date(s) of insertion: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: no spillage of dye from any of the fallopian tubes. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2019: pfs+mr received. Lot number added. New events: abnormal bleeding (vaginal), dysmenorrhea were added. New reporter, plaintiffs information added. Concomitant conditions, drugs and historical drug were added. Lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding'), genital haemorrhage ('gen. Abnormal. Bleed') and post procedural haemorrhage ('bleeding after surgery (haemorrhage)') in an adult female patient who had essure (batch no. 897489-inv, b97489) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, genital bleeding, multigravida and back pain. Previously administered products included for an unreported indication: zoloft, lamotrigine, trazadone, loestrin, sertraline, contraceptives and iud. Concurrent conditions included depression, asthma, acute cystitis, uterine bleeding, gastric bypass, insomnia, bipolar disorder, osteoarthritis, low back pain and chronic cervicitis. Concomitant products included asenapine maleate (saphris), fluticasone propionate (flovent), lamotrigine (lamictal) and levocetirizine dihydrochloride (xyzal). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)") and post procedural haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (ablation, hyst. (Full),oophorectomy (one side removal of ovary), salpingectomy (bilateral). And right overy was also removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, heavy menstrual bleeding, genital haemorrhage, abdominal pain, dysmenorrhoea, vaginal haemorrhage, intermenstrual bleeding and post procedural haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, pelvic pain, post procedural haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, gen. Abnormal bleed, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods). Discrepancy noted: date(s) of insertion: (B)(6) 2014, (B)(6)2014, (B)(6) 2014 as per pfs: have you had your essure (or any part of the device) removed? No diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: no spillage of dye from any of the fallopian tubes. Total bilateral occlusion. The lot number reported (897489) is not valid batch no b97489 production date 2013-11-25 expiration date 2016-11-30 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(4) 2021: pif received. Rcc added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and metrorrhagia ("metorhagia (bleeding b/w periods)"). The patient was treated with surgery (hyst. (Full)). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia and metrorrhagia outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, gen. Abnormal bleed, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received: new events added: pelvic pain, abdominal pain, gen. Abnormal bleed, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods). Reporter, patient details, product indication, removal details updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure (batch no. 897489-inv, b97489) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: contraceptives and iud. Concurrent conditions included depression, asthma, acute cystitis, uterine bleeding and gastric bypass. Concomitant products included asenapine maleate (saphris), fluticasone propionate (flovent), lamotrigine (lamictal) and levocetirizine dihydrochloride (xyzal). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (ablation and hyst. (Full),oophorectomy (one side removal of ovary), salpingectomy (bilateral).). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, abdominal pain, metrorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, gen. Abnormal bleed, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods). Discrepancy noted: date(s) of insertion: (B)(6) 2014, (B)(6) 2014 as per pfs: have you had your essure (or any part of the device) removed? No. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: no spillage of dye from any of the fallopian tubes. Total bilateral occlusion. The lot number reported (897489) is not valid. Most recent follow-up information incorporated above includes: on 11-dec-2020: update of information (batch is not valid). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure (batch no. 897489, b97489) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: contraceptives and iud. Concurrent conditions included depression, asthma, acute cystitis, uterine bleeding and gastric bypass. Concomitant products included asenapine maleate (saphris), fluticasone propionate (flovent), lamotrigine (lamictal) and levocetirizine dihydrochloride (xyzal). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (ablation and hyst. (Full),oophorectomy (one side removal of ovary), salpingectomy (bilateral).). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, abdominal pain, metrorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, gen. Abnormal bleed, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods). Discrepancy noted: date(s) of insertion: (B)(6) 2014, (B)(6) 2014. As per pfs: have you had your essure (or any part of the device) removed? No. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: no spillage of dye from any of the fallopian tubes. Total bilateral occlusion. Most recent follow-up information incorporated above includes: on 1-dec-2020: pfs received. Reporter information was added. Lot number was added. Rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure (batch no. 897489-inv, b97489) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: contraceptives and iud. Concurrent conditions included depression, asthma, acute cystitis, uterine bleeding and gastric bypass. Concomitant products included asenapine maleate (saphris), fluticasone propionate (flovent), lamotrigine (lamictal) and levocetirizine dihydrochloride (xyzal). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and metrorrhagia ("metorhagia (bleeding b/w periods)"). The patient was treated with surgery (ablation and hyst. (Full),oophorectomy (one side removal of ovary), salpingectomy (bilateral).). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, dysmenorrhoea, vaginal haemorrhage and metrorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, gen. Abnormal bleed, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods). Discrepancy noted: date(s) of insertion: (B)(6) 2014, (B)(6) 2014 as per pfs: have you had your essure (or any part of the device) removed? No diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: no spillage of dye from any of the fallopian tubes. Total bilateral occlusion. The lot number reported (897489) is not valid batch no b97489, production date 2013-11-25, expiration date 2016-11-30 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding'), genital haemorrhage ('gen. Abnormal. Bleed') and post procedural haemorrhage ('bleeding after surgery (haemorrhage)') in an adult female patient who had essure (batch no. 897489-inv, b97489) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and genital bleeding. Previously administered products included for an unreported indication: zoloft, lamotrigine, trazadone, loestrin, sertraline, contraceptives and iud. Concurrent conditions included depression, asthma, acute cystitis, uterine bleeding, gastric bypass, insomnia, bipolar disorder, osteoarthritis, low back pain and chronic cervicitis. Concomitant products included asenapine maleate (saphris), fluticasone propionate (flovent), lamotrigine (lamictal) and levocetirizine dihydrochloride (xyzal). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), metrorrhagia ("metorhagia (bleeding b/w periods)") and post procedural haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (ablation, hyst. (Full),oophorectomy (one side removal of ovary), salpingectomy (bilateral). And right overy was also removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, dysmenorrhoea, vaginal haemorrhage, metrorrhagia and post procedural haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, post procedural haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, gen. Abnormal bleed, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods). Discrepancy noted: date(s) of insertion: (B)(6) 2014. As per pfs: have you had your essure (or any part of the device) removed? No. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: no spillage of dye from any of the fallopian tubes. Total bilateral occlusion. The lot number reported (897489) is not valid. Batch no b97489, production date 2013-11-25, expiration date 2016-11-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: pfs received. Reporter information, patient details, medical history and onset date for the event "dysmenorrhea (cramping)" were added event:right ovary was removed due to hemorrhage during the procedure were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.